Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5068-45 lead, implanted: (B)(6) 2005. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that the device was unresponsive and unable to be interrogated, with the device also noted to be at eri (elective re placement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.